Event description:
Philips received info from the customer that during a pt procedure, the customer was positioning the pt support and reported that when the "in" button on the gantry control panel was pressed the pt support drove in the "out" direction. The motion stopped when the customer released the "in" button. There was no report of harm to a pt, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).